Event description:
It was reported the patient had adverse events of fatigue, shortness of breath, and increased oxygen use that started a couple weeks ago. Md is not aware. No patient injury was reported. No additional information is available.

Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.